Manufacturer narrative:
(B)(4).

Event description:
The service report shows the customer reported that the 840 ventilator was inoperable. The failure happened when the device was not used on a patient. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the breath delivery unit (bdu) printed circuit board (pcb), the graphic user interface (gui) central processing unit (cpu) (pcb) and the 840 motherboard pcb. The unit passed extended selftesting.